Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, vegetation was observed on all three (3) leaflets at the inflow and outflow aspect. Vegetation restricted leaflet mobility and led to stenosis. A fragment of vegetation was returned with the valve. X-ray demonstrated an intact wireform and commissure 3 bent. Vegetation restricted leaflet mobility and led to stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, the root cause for this event cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the explanted device was returned to edwards for analysis. As received, x-ray demonstrated an intact wireform and commissure 3 bent. Vegetation was observed on all three (3) leaflets at the inflow and outflow aspect. Vegetation restricted leaflet mobility and led to stenosis. A fragment of vegetation was returned with the valve. Prosthetic valve endocarditis is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this 25mm bioprosthetic aortic heart valve was explanted after three (3) years, seven (7) months due to acute bacterial endocarditis with strep viridians likely from systemic infection from aortic valve abscess. Per obtained information, the patient developed fever and chills after three (3) years, six (6) months and presented with acute diastolic congestive heart failure with peripheral edema, severe shortness of breath, and pleural effusions. The patient was in complete heart block and a permanent pacemaker was implanted. He later presented with strep viridians prosthetic valve endocarditis with a large vegetation on the valve. Antibiotics were given and the pacemaker leads were removed a day prior to aortic valve replacement. The next day, the patient underwent replacement of the aortic valve and debridement of the periampullary abscess. There was a large peri-annular abscess located at the left/on coronary commissure and the extending for the entire length of the noncoronary annulus. It was almost 1 cm in depth at the commissure and extended along the annulus for 1/2 centimeter in width. The annulus was patched with bovine pericardium and a 25mm pericardial bioprosthesis was used in replacement. There was good seating and good leaflet mobility, post-implantation. There were no complications. On pod #1, a permanent pacemaker was re-implanted.

Manufacturer narrative:
The explanted device was received at edwards lifesciences and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 25mm bioprosthetic aortic heart valve was explanted after three (3) years, seven (7) months due to unknown reasons. A 25mm pericardial bioprosthesis was used in replacement and no additional details were provided.